Event description:
This elderly pt began to experience a decrease in his respiratory status to the point where he required intubation. The pt was being bagged on what was thought to be 100% oxygen connected to an ohio diamond ii quick connect oxygen bar. The pt's saturation level decreased to 16. The pt was intubated and bagged again, but his saturation level did not increase. The connector was checked and was found to have no oxygen flowing through it. The ambu bag was switched to a regular flowmeter on the same bar and the pt's saturation level increased. The "quick connect" was found to work on another oxgyen bar. Subsequent investigation revealed that there were loose screws in the oxygen bar which prevented it from connecting properly to the wall outlet.